Event description:
At about 7 years and 7 months after the primary surgery, the patient came in reporting pain due to a fractured femur and the cause is unknown. The surgeon cabled the fracture and revised the medacta stem with a competitor stem and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27-may-2022. Lot 143835: 60 items manufactured and released on 31-jul-2014. Expiration date: 2019-jun-30. No anomalies found related to the problem. To date, 59 items of the same lot have been sold without any similar reported case during the period of review. Visual inspection performed by medical affairs manager: total hip revision 7 years and 7 months after primary tha due to femoral fracture. The reason of the fracture is unknown, according to report. The fracture was cabled during revision. No reason to suspect that this event is due to a faulty device.